Event description:
It was reported that during a ptca procedure, the balloon catheter would not deflate. A 60-cc syringe was used to deflate the balloon; however, it took approximately one minute to completely deflate. Another balloon catheter was used and no similar problems were experienced. Reportedly, there was no pt injury.